Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen (unknown concentration or dose) via an implantable pump for intractable spasticity. It was reported that the patient was currently in the ICU (intensive care unit) and they are very concerned about baclofen toxicity. The hcp stated that the patient had been having lots of pain, lower extremity weakness, nausea, and vomiting. The hcp stated that they were concerned that the baclofen was causing the patient's symptoms. The hcp was requesting a local medtronic representative to have the pump interrogated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.